Event description:
It was reported that (1) 35lst was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the trocar leaked and discovered that the seal was torn. Opened another device to complete the case. There was no consequence to patient.